Event description:
An abiomed customer reported that a bvs blood pump vad (ventricular assist device) was implanted in a (B)(6) cardiomyopathy pt for left heart support. Following four days of support, micro air bubbles were found inside the bvs blood pump and outflow circuit tubing. The bvs system was stopped and the pt was switched to percutaneous cardiopulmonary bypass support (pcps). A CT scan was conducted on the head and body; no air embolism was identified.

Manufacturer narrative:
The device involved in the event was received on jan 12, 2012. A failure investigation is currently in process. Conclusions: no conclusion can be drawn. The failure investigation is currently in progress; therefore, results are not yet available and no conclusion can be drawn at this time. The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated occlusions in a supplemental MFR medwatch report. (B)(4).